Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the service records and determined that the saw head pins were mis-positioned in the saw head, which caused the saw blade to not be able to be attached or detached. It was further determined that the pins became loose and moved upwards in the oscillating head base. Therefore, the reported condition was confirmed. The assignable root cause was determined to be a worn out coupling tool side from faulty material. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the saw blades were getting stuck on the battery oscillator device. It was further reported that the ¿drill¿ was not working on the device. There was approximately a two to three minute delay to the surgical procedure as a spare device was retrieved. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.